Event description:
The affiliate reported: the patient through your insurance company reported that microsensor was placed without problems. About 2 weeks ago (weekend) the doctor makes cleaning the patient, where apparently the microsensor was moved, the patient's father contacted the account executive expressing the device failed and is damaged, the executive came and verified that the monitor was well but the microsensor was moved. This problem has caused it to reinstall 2 times the microsensor causing injury to the patient. Importantly, this time the patient is in intensive care, and the situation is critical. The patient requests the technical specifications of the product, manual of use, product warranty and that j&j assume responsibility if the product is damaged .

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Additional information: it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.